Event description:
It was reported that the customer was experiencing unexplained high blood glucose levels and had discontinued use of her insulin pump because she felt that it was not working. The customer stated that she changed the infusion set but still was having high blood glucose levels. The customer treated herself with a manual injection. The customer's blood glucose was 216 mg/dl. The customer expressed her body heating up, an extreme headache, dry lips and flushed face and hands as symptoms of her high blood glucose levels. Troubleshooting was done. Customer stated that she saw air baubles smaller than sparkling water size in the tubing. Customer stated that the cannula was not bent but that it may have been occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement infusion set would be sent. Advised to monitor insulin pump nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.